Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had a cracked display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when she tried to fill the cannula. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.